Event description:
Customer alleges discrepant result with meter and lab readings: patient self tester: nurse monitoring patient's results with meter and lab because she is sensitive to fungal/bladder infections and her results have varied a bit more recently. On (B)(6), lab 2.7 no meter result. On (B)(6), inr 4.0 lab 5.3 venipuncture (patient on antibiotics). On (B)(6), inr 3.3 lab 3.0 venipuncture. On (B)(6), lab 3.4 no meter result. On (B)(6), inr 3.0 lab 2.5 venipuncture.

Manufacturer narrative:
Investigation pending.